Event description:
It was reported by a sales rep that, in the ward, the area around the connector was broken during use. Further details are not provided from the hp. When we send the sample to you, we will let you know its return date and tracking number. There were no adverse consequences to the patient. Affiliate reference number is (B)(4).

Manufacturer narrative:
Product complaint #: (B)(4). Additional information has been requested and received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. Did the reservoir function properly upon first activation? No further information is available. If yes, how long after the first activation did the issue occur? Was leakage detected? No further information is available. Was a new reservoir needed to correct the situation? No further information is available. Device return status: we regularly contact with sales rep about the device returning. No further information will be provided. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). Additional information: d9, h6 component code: g07002 product not confirmed. H3 the product was returned for evaluation. Man. Failure mode reported by customer could be related to "reservoir damaged' which according to pfmea may be caused by tie knife base out of specification in fixture and derlin base out of specification in fixture. During sample evaluation the suction port and y body were inspected for any damage and they both were found in good condition. No visible damage was observed. Therefore, is considered this man factor does not contribute to the reported complaint defect. Materials during sample evaluation the suction port and y body were inspected for any damage and they both were found in good condition. No visible damage was observed. Therefore, is considered this material factor does not contribute to the reported complaint. Based on the present analysis and samples evaluation, the reported defect by the customer could not be confirmed or related to manufacturing process and other external causes could have affected the product integrity such as handling, non-proper usage or any other possible contributor out of the manufacturing control. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.